Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown part/'s plate/'screw's/unknown lot number. (B)(4). Devices not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that devices broke postop. It wasn't identified which devices broke postop therefore, this will capture these unknown broken devices until clarification can be obtained. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that unknown quantity of unknown hardware broke postoperatively. Patient was initially implanted with temporary fixation pin, 1.8mm titanium (ti) locking screw, 4.0mm titanium (ti) cancelllous (canc) expansionhead screw self-tapping 14mm, and titanium (ti) cervical spine locking plate/small stature 40mm(32mm) on (B)(6) 2012 at the cervical spine (levels unknown). The quantities are unknown. It is unknown when the device(s) was discovered broken and how it was discovered broken. It is unknown if patient experienced any adverse events. It is unknown if patient is still implanted with the devices. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).